Event description:
It was reported that prior to a port placement, when the catheter was primed with saline solution, the device allegedly had a leakage. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one groshong catheter and flushing connector with stylet inserted within the catheter was returned for evaluation. Visual and functional evaluations were performed. During functional testing, an in-house syringe was attached to the flushing connector and both the flushing connector and catheter were patent to infusion and aspiration without issue. Additionally, at zero pressure the valve remained closed and no anomalies were noted to the valve. Therefore, the investigation is unconfirmed for catheter leakage as the catheter was patent to infusion and aspiration and no leakage was found. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a port placement, when the catheter was primed with saline solution, the device allegedly had a leakage. There was no patient contact.